Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported unexplained high blood glucose. The blood glucose. The blood glucose reading at time of call was 324 mg/dl. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime test and passed. Performed a high pressure test and the insulin pump failed the test. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.